Event description:
Patient reported unknown side "lumps/knots on the top of the implant,¿ and ¿swollen lymph nodes.¿ patient additionally reported ¿muscle diseases,¿ 2 "autoimmune disorders,¿ ¿had breast cancer twice," and ¿cold and flu symptoms¿ all not related to the device. The device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: swollen lymph nodes.